Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert. Intra-operatively, while trialing the surgeon deemed the hip to still be unstable and opted to revise the shell to change its position as well.